Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the scope cover plate had peeling, connecting tube had a wrinkle nozzle has foreign objects, the adhesive was peeling off, the angle wires were stretched, deterioration of adhesive, the instrument channel was buckled or deformed, adhesive around light guide lens was peeled, plastic distal end cover had a scratch, connecting tube had a dent, and the connecting tube had a scratch. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in precleaning, the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing, the air/water nozzle was wiped/brushed with clean lint-free cloths, brushed, or sponges. The air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the bending stopper part was wrinkled and the logo was misaligned on the gastrovideoscope. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, nozzle was found to be clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. There was no physical damage where the foreign material was found. Based on the customer feedback received, there were no deviations from the device instructions during customer reprocessing. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.